Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by s. Ajami, g.w. Blunn, s. Lambert, s. Alexander, m. Foxall smith, m.j. Coathup. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "histological evaluation of two designs of shoulder surface replacement implants" which aimed to examine the outcomes of the extent of osteointegration in two designs of shoulder resurfacing implants. A patient was identified in the article that was revised approximately six years post-implantation due to nerve impingement. There has been no further information provided and the patient outcome is unknown.